Event description:
It was reported that the patient noted that they felt skipped heart beats. The right ventricular (rv) lead exhibited high thresholds and the capture was not consistent. It was also reported that the implantable pulse generator (ipg) was under sensing the patient's atrial fibrillation (af) and was not mode switching. The lead and device were both reprogrammed and they remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)